Manufacturer narrative:
The following sensor was reviewed and was outside of tolerance was found for cm mean. The recalibration was performed via merlin.net logs and no further issue was identified. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.32-mhz, 34.79-mhz, and 35.23-mhz during the review of the applicable reading(s). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A right heart catheterization was performed primarily for reasons unrelated to the pressure sensor. The sensor pressure were compared to the pressures from the right heart catheter during the procedure. The sensor was recalibrated and the mean was decreased by (B)(4). Readings were observed under the manufacturer's patient care network database.